Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that the retention pins that holds the jaws in position were bent. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported contact that during a da vinci prostatectomy procedure, the jaws of the device were not opening. The surgeon used another instrument to help open the jaws, then removed the device and set it aside. Another like device was used to complete the procedure. There were no adverse consequences for the patient.